Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the recorder did not collect all of the information and this resulted in a short study. There was a red led on the recorder. The study duration was 11:33 hours. The account is unsure of a repeat procedure will be performed.